Manufacturer narrative:
Product analysis: one 6f launcher guide catheter was received for analysis. A kink was evident beside the strain relief at the proximal end of the catheter. No other deformation was noted on the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, a launcher guide catheter was used to treat a mildly calcified, moderately tortuous mid distal lesion exhibiting 85% stenosis and a proximal lesion exhibiting 60% stenosis in the ostium of the right coronary artery (rca). The lesion was pre-dilated. It was reported that a dissection occurred from the ostium to mid/distal rca. The dissection was caused by the launcher guide catheter. Four resolute onyx rx coronary, drug eluting stents (ronyx22538x, ronyx35038x, ronyx35038x, ronyx35022x) were used to treat the dissection. The devices were inspected with no issues. Negative prep was performed with no issues. The devices did pass through a previously deployed stent. Resistance was not encountered when advancing the devices and excessive force was not used during delivery of the devices. The stent balloon was used to pre-dilate the overlap of stents. It was reported that it was difficult to remove the stent delivery systems of the two 3.50x38 mm devices from a non-medtronic wire following post-dilation. The same wire had been used throughout the case. It was reported that a good result was achieved from using the four resolute onyx stents to treat the dissection.